Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during use, the device was showing the values in teens and then new sensor showed a value of 50n and titrating the sedation and paralytic to it. Troubleshooting was sensor reading in teens was swapped out with a new sensor that was reading in 50s. It was indicated that the patient died of complications involved with covid and not due to the failure of the sensor. The patient died.